Event description:
It was reported that there was damage to the pump housing and usb port, affecting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.